Event description:
It was reported that the patient developed an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
It was reported the patient was treated with antibiotics for the infection (previously reported) and underwent debridement of tissue at the abutment site (date not reported).